Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Event description:
It was reported by the customer that they experienced issue with the safety glide needle, 23g x 1 for 3 times. When they prime, it does not push. There is a push back. This happened tuesday of this week and I removed the needle and replaced it another one without any issues. The patient did not experience any adverse events, I changed the needled prior to going into the room. I do have 1 needle saved that I can send for product review. Additional information received: 1st customer response are you able to provide the material number and batch number? - ref (B)(4), lot number 2018059. Are you able to provide the incident date? - october 25th. Could you kindly provide the facility address for us to create a return label? - ccpn haslet 295 fm 156 south suite 100, haslet tx 76052. Was there a delay of, or change in, the course of treatment due to the event? - removed the needle that jammed and replaced it with a new one. What type of procedure is being performed? - im injection. What was the medication/fluid in use at the time of the event? - childhood vaccine.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported the needles would not prime. To aid in the investigation, six samples were received for evaluation by our quality team. Five samples came in sealed packaging blisters, and one came with no packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The five samples in sealed packaging blisters expelled the solution with a normal flow. The sample with no packaging blister did not expel the solution; this needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305902, lot 2018059. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2018059 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.